Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of inconsistent display output. The unit was triaged and the reported issue was confirmed. The potential root causes are excessive damage due to customer misuse and/or a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/19/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. On (B)(6) 2016 the customer reported that the pump was not working. On (B)(6) 2016 covidien service reported that the pump had an inconsistent display output.